Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level. To address the issue, tandem technical support arranged for a replacement pump to be sent to the customer. The customer was advised on the procedures for returning the problematic pump and setting up the new one, including updates to the pump software and connection to their continuous glucose monitor.